Manufacturer narrative:
Additional information : one (1) sample was received for evaluation. Visual inspection observed that all components were correctly placed and according to specifications. However, a pin hole was observed on the tubing due to a cut. The reported condition was verified on the returned sample. By the nature of the sample, no additional tests were performed. The cause of the condition was related to the manufacturing process. A nonconformance has been opened to address this issue. The second sample was not received; therefore, a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cut/hole in the tubing of two (2) clearlink system continu-flo solution sets. The hole in the tubing was located on the tubing below the drip chamber. This issue was observed during priming with 0.9% sodium chloride and prior to patient use. There was no patient involvement. No additional information is available.